Event description:
Following the second unsuccessful attempt to detach the coil in the internal carotid artery (ica) aneurysm, the coil moved out of position in the aneurysm. As the physician was attempting to re-advance the coil back into the aneurysm, the coil detached resulting in approximately ¾ of the coil protruding into the parent vessel spreading 3mm from the aneurysm in the distal ica. Following unsuccessful attempts to retrieve the coil using a snare retrieval device, the physician placed a stent to secure the protruding part of the coil against the vessel wall. The procedure was completed with no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was implanted so was not available for evaluation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. During the procedure, the coil did not detach after two attempts. As per the additional information, other embolic agents were present in the aneurysm and this may have interfered with the detachment of the coil. The coil was detached from the delivery wire during normal detachment process as it was maneuvered back into the aneurysm but in suboptimal place. There was no catheter kick-back. Most likely that some procedural factors caused or contributed to the difficulties encountered in detaching the coil and resulted in the coil protrusion. Therefore, a root cause related to operational context has been assigned to this event.

Event description:
Following the second unsuccessful attempt to detach the coil in the internal carotid artery (ica) aneurysm, the coil moved out of position in the aneurysm. As the physician was attempting to re-advance the coil back into the aneurysm, the coil detached resulting in approximately ¾ of the coil protruding into the parent vessel spreading 3mm from the aneurysm in the distal ica. Following unsuccessful attempts to retrieve the coil using a snare retrieval device, the physician placed a stent to secure the protruding part of the coil against the vessel wall. The procedure was completed with no clinical consequence to the patient.